Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 407 mg/dl. The customer stated they were unable to enter auto mode. The customer was not using auto mode feature at the time of high blood glucose. The insulin pump will not be returned for analysis.